Event description:
On (B)(6) 2008, it was reported to boston scientific corporation that the prolieve thermodilitation system's number two sensor is reading "0" on the rectal temperature monitor (rtm). Two rtms were used and both read "o." Both rtms were tested on another system and worked fine. There was no pt involvement.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to the user facility. The evaluation of this device found a problem with 4ch tc thermometer and thermoelectric module. The 4ch tc thermometer and thermoelectric module were replaced and the problem resolved. The reported problem was confirmed. (B)(4).